Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 651 mg/dl at the time of incident. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that they has been using insulin pump since 20 years and they also had connecting issue with the insulin pump. The insulin pump will not be returned for analysis.